Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a program alarm anomaly and was not able to clear. Customer's blood glucose was 99 mg/dl. After battery change, it was reported that display screen was still partially blank and time was not advancing as display was frozen. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no a13 alarm and no frozen screen noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.